Event description:
It was reported that during a da vinci s surgical procedure, the customer experienced problems with one of the pt side manipulator (psm) arms. An isi technical support engineer confirmed that the psm set up joint was not moving and found a system error code. The pt was under anesthesia when the site decided to convert to traditional open surgical techniques to finish the planned surgery. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the remote arm controller (rac) board. The system was repaired by replacing the affected rac. The rac is an electronic module comprised of four printed circuit assemblies and cooling fans. System error code appears when the da vinci s safety system determines during the power up self test that the remote arm controller board (rac) power failed the set up joint reinforce test. Upon determining these conditions, the safety systems put da vinci s in a "recoverable safe state". The rac was returned to isi for failure analysis investigation. Inspection was performed and two low voltage differential signaling connectors for the rac malfunctioned, thus generating the system errors experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hospital.